Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-15109. It was reported the pt was not receiving adequate stimulation. Surgical intervention was scheduled to be taken to address this issue. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.